Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would display error messages despite the cartridge being in good condition. There was no reported impact to customer's blood glucose. No additional patient or event information available.